Manufacturer narrative:
Section b5: additional information reported via medwatch form 3400300000-2020-000017.

Event description:
It was reported that on (B)(6) 2020, the patient presented with noted pump stops and low pump speeds. X-ray negative for driveline breakage. Frayed outer shield noted and covered with rescue tape. The patient admitted to non-compliance with driveline anchor. Suspect short to shield. Patient placed on non-grounded power cable with resolution of issues.

Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that the driveline repair was cancelled. It was decided not to pursue a driveline repair at this time.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed pump stop events and associated alarms. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. Review of the submitted x-rays could not conclusively determine an area of wire compromise. Review of the submitted log file confirmed multiple pump stop and low speed events on (B)(6) 2020. The observed events occurred while the device was operating on the power module. It was reported that the patient had been inadvertently connected to a grounded patient cable during admission and experienced pump stop events. The patient will be placed back on an ungrounded patient cable. It was reported that it was decided not to pursue a driveline replacement at this time. The patient remains ongoing on ventricular assist device (vad) support and no further related issues have been reported. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 01jun2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
History of short to shield reported in MFR report # 2916596-2018-05607. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a log file review was requested for the patient. The log file contained multiple pump stops, low speed advisories and low flow alarms. It was reported that this patient had a history of short to shield and was inadvertently connected to a regular patient cable while being admitted. The alarms seen in this log only appear to occur while the patient is connected to the power module and not while on battery power. This would indicate the patient should able to continue use of the ungrounded cable until the patient's cable is repaired. The patients cable repair was scheduled for the first week of december.